Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently treated by paramedics for a blood glucose level of 48 mg/dl. The customer was wearing the insulin pump at the time of the incident. The customer was assisted with basal rate settings. The insulin pump was not replaced or returned for analysis.